Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies.

Event description:
It was reported that the patient lost consciousness during a ventricular high rate episode. The caller questioned why there was ventricular pacing. The device was removed and another was implanted. No patient complications have been reported as a result of this event.